Event description:
It was reported that a syringe 0.3ml 31ga 6mm wholeunit 10bag separated from the hub during use. The following was reported by the initial reporter: "it was reported that the needle hub separated. Verbatim: consumer reported needle hub separated and stayed inside of the shield."

Manufacturer narrative:
The following fields were updated due to additional information: device available for eval yes. Returned to manufacturer on: (B)(6) 2021. Investigation summary: customer returned (1) loose 0.3ml bd insulin syringe. Consumer reported needle hub separated and stayed inside of the shield. The returned sample was examined, and it was observed that the needle hub/shield assembly was separated from the barrel. No damage to the barrel tip was observed. A review of the device history record was completed for batch # 0041282 all inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. CAPA (B)(4) has been opened to address this issue.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that a syringe 0.3ml 31ga 6mm wholeunit 10bag separated from the hub during use. The following was reported by the initial reporter: "it was reported that the needle hub separated. Verbatim: consumer reported needle hub separated and stayed inside of the shield."